Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine had the blue screen. The technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. Also attached an article of "windows updates download successfully but fail to install" for the user reference to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the machine had the blue screen. The customer reported that the screen displayed as "updates in progress, do not turn off machine". The customer stated that this malfunction occurred while user trying to issue medication and caused a delay in patient care. There were no adverse events or injuries reported based on this incident.